Manufacturer narrative:
The device was returned for evaluation. Visual and functional tests were performed. Visual inspection found wear and tear and a damaged enclosure, front cover, tank cover, block assembly, line cord, pole clamp, retainer, and power switch. Functional testing was able to duplicate the reported issue. There was crack in the enclosure near the drain fitting. The root caus e could not be determined. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. UDI number is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the main case is leaking. No patient injury was reported.